Event description:
Per the clinic, the patient experienced wound dehiscence of the incision site due to constant pressure from his glasses, exposing the implant (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.